Manufacturer narrative:
Problem code captures the reportable event of stent failed to expand. Problem code captures the reportable event of stent positioning/ placement problem.conclusion code is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-60988 and 3005099803-2018-60989 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that two ultraflex tracheobronchial covered distal release stents were to be used to treat a malignant stricture due to a tumor in the airway during a pulmonary stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent deployment suture was released, but the first ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2018-60988) would not expand. It was reported that the plastic lumen on the stent would not open and remained compressed against the catheter. Reportedly, the stent ended up deploying "too high up" and was not deployed in the proper location. The physician removed the stent with forceps. A second ultraflex tracheobronchial stent (the subject of this report) was used, but the same issue had occurred. The procedure was completed with another ultraflex tracheobronchial stent of different size. There were no patient complications reported. The patient's condition following the procedure was reported to be fine.